Event description:
It was reported that a retracta detachable embolization coil would not detach during an internal iliac artery coil embolization procedure for a patient of unknown age and gender. After flushing, the coil was deployed using a 5fr catheter via the right femoral artery approach. Using the enclosed torquer, the coil was rotated 8-10 times counterclockwise during attempted deployment; however, the coil did not successfully detach. The coil was then removed still attached to the delivery wire, and the procedure was successfully completed by using a competitor¿s device. There was no difficulty with retracting the wire/coil. Upon a visual examination following removal, no damage to the junction zone was noted and the coil was not stretched or compressed. No damage to the device was noted upon opening the package. It¿s unknown if the patient was on any anticoagulation medication. There were no other embolic treatments used. The patient did not experience any allergic reactions to the coil. The user confirmed that the junction zone was outside the tip of the catheter during deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: phone number: (B)(6). H3: device evaluated by mfg: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a retracta detachable embolization coil would not detach during an internal iliac artery coil embolization procedure for a patient of unknown age and gender. After flushing, the coil was deployed using a 5fr catheter via the right femoral artery approach. Using the enclosed torquer, the coil was rotated 8-10 times counterclockwise during attempted deployment; however, the coil did not successfully detach. The coil was then removed still attached to the delivery wire, and the procedure was successfully completed by using a competitor¿s device. There was no difficulty with retracting the wire/coil. Upon a visual examination following removal, no damage to the junction zone was noted and the coil was not stretched or compressed. No damage to the device was noted upon opening the package. It is unknown if the patient was on any anticoagulation medication. There were no other embolic treatments used. The patient did not experience any allergic reactions to the coil. The user confirmed that the junction zone was outside the tip of the catheter during deployment. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a used condition. Upon visual inspection, it was confirmed that the coil was still attached to the delivery system. It was noted the coil was stretched and elongated. This damage was not reported by the customer, so this damage was most likely sustained during the return shipping process. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This product is not supplied with an instructions for use (IFU) pamphlet by the manufacturer. The IFU pamphlet is supplied by the local distribution partner. The manufacturer¿s IFU [t_mwcer_rev6] states the following: ¿instructions for use. 6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it.¿ based on the information provided, examination of the returned product, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It was stated by the customer that the junction zone was outside of the catheter tip, as opposed to just inside the catheter tip as stated in the manufacturer¿s instructions for use. This could have contributed to the failure; however, this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.